Event description:
Patient underwent a cystectomy on 5/25/94. Because of a history of myocardial infarction and abnormal wall motion by echo, the anesthetic team monitored the patient by arterial line, cvp and transesophageal echocardiography in addition to routine monitors. Postoperatively, an esophageal leak was discovered by chest x-ray showing distal portion of the nasogstric tube located in right chest. The patient underwent a right thoractomy and repair of the esophageal tear.